Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have induced a ventricular arrhythmia. Technical services (ts) reviewed and noted the patient exhibited frequent premature ventricular contraction (pvc); however, it was not possible for ts to state if the arrhythmia was induced or not by the device. Ts recommended to discuss further with the medical doctor. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.